Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The manufacture's field service engineer (fse) reported that during servicing, fse found the unit with blank screen at power on. There was no patient involvement.

Manufacturer narrative:
The manufacture's field service engineer (fse) identified that the unit has intermittent blank screen. The fse inspected the backlight inverter cable, no visible damage found. Cable was connected and reconnected and the screen was operational. Fse found the color display cable with some wear. The fse replaced backlight inverter cable, color display cable and adapter pcba to address the finding. The fse performed a complete performance verification test per service manual instructions, unit passed all tests successfully. Unit is ready for use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no parts were returned for failure investigation (fi), no root cause could be determined.